Event description:
It was reported that upon completion of a diagnostic heart catheterization, a right femoral arteriogram was taken, and a 6f angio-seal vip was prepared for deployment into the right common femoral artery (rcfa). Upon deployment, hemostasis was not achieved. Pressure was applied using a d-stat dry. The pt experienced acute pain in the right leg, a cold leg and distal pulses were diminished. The pt had an arteriogram which revealed scant flow down the rcfa. The pt was placed on heparin (dose unk) and underwent surgery that evening. A cut down and thrombectomy were performed revealing an intimal flap at the insertion site of the procedural sheath. The angio-seal device was intact, and deployed at the distal site of the flap causing the anchor to engage early and the collagen to be deployed into the rcfa. The device was removed and a patch angioplasty was done on the cut down. Reperfusion was established and no adverse effects were noted. There was no evidence of device dislodgement or embolization.

Manufacturer narrative:
No prod was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause of the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU)caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery or thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) instruct the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage.